Event description:
In 2007, the patient reported that she experienced an occlusion (e4) error and her blood glucose was elevated to 300 mg/dl. Her normal blood glucose range is 120-130 mg/dl. To troubleshoot, the patient was instructed to disconnect from her infusion site and to perform a prime. The infusion device displayed e4. The patient was then instructed to remove the infusion tubing and perform a prime. She was able to do so without error. The patient was advised to change the infusion tubing and she was able to prime without error. She re-connected to her infusion site and bolused 4 units of insulin to lower her blood glucose. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.